Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. Evaluation of the returned receiver confirmed a hardware error code. The root cause was determined to be a defective component in the receiver's printed circuit board.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a hardware error code displayed on receiver on (B)(6) 2015. Patient reset the receiver and it did not resolve the issue. Patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).